Manufacturer narrative:
Age at time of event: 18 years or older.     Complainant name: (B)(4). (B)(4).   Device evaluated by MFR: a synergy ous mr 3.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts were damaged; distorted and overlapping and pushed in a distal direction. The undamaged distal stent od (outer diameter) was measured and is within maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-dec-2016 it was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00x28mm synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.00x28mm synergy¿ stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.